Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the implantable neurostimulator (ins) was only able to be used for about 2 years because it wouldn't charge. The manufacturer representative (rep) could not provide a solution so it has been dead ever since.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the stimulator doesn't work and hasn't worked for some years now. Caller mentioned that the patient hasn't used the implant in probably a couple years at least because it won't turn on. Caller also mentioned that they spoke to a representative 3 or more years ago and maybe it was 2019 and another person who tried everything they could to get the implant to work, but they couldn't. Caller stated that they read somewhere that if the implant goes dead too many times without being charged, it loses battery life caller mentioned that the implant does not work and the patient hasn't been using it in a couple years at least; caller added that they have seen 2 neurosurgeons and one said that in order to get an mrithey need to be able to enter MRI mode and that they would have to have the implant removed but could not do the surgery. Caller followed up saying the other surgeon mentioned doing a CT scan. Caller added that the patient does not want to replace the implant and the implant would not help them because they have a different pain from when they first were implanted and the stimulator would not help with that pain. Rep reported that the pt had a device reset on (B)(6)2020 by another rep. He was told that in the future, the patient needed to be aware that overdischarge (od)would result in permanent disabling of the ipg. On (B)(6), rep saw the patient. Per the notes, the patient is not in od but ins is too low to reprogram. Started on recharging while waiting for the appointment. Battery less than a quarter charged. Patient has a pairable memory and says he is ok uncharging but also says he can't keep it charged up. That was at 11:10 at (B)(6), then at 12:22 on (B)(6), rep was unable to get enough charge to read the device. Device read eos. There were notes that showed that at least 3-4 electrodes were bad. Rep guessed they were working around those electrodes. Regardless, rep was not able to check impedances. Patient has 4 quads and an extension. Patient seems to have a lot of medical issues. Not able to make decisions by himself. Spoke to pa, patient would need a total revision and a battery replacement, and hcp doesn't believe he can get medical clearance. Rep made a note that patient's color was terrible. Patient will let hcp know of the decision. Hcp said for patient to just stay on pain medication. Basically, patient has had at least one discharge in 2018. Rep saw him. And then (B)(6) of 2020 that's when they did the device restart.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.